Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA (B)(4).

Manufacturer narrative:
Additional info: additional information was received and it was learnt that during implantation, the trailing haptic of the intraocular lens (iol) got stuck in the cartridge. The surgeon managed to release the haptic by pushing on the plunger of the injector, however the account commented that no extra force was applied. The surgeon thinks that the lens caused the zonular disinsertion and a vitrectomy was performed after the lens implantation. Reportedly, the has patient totally recovered. No further information was provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(6). It was indicated that the device is not returning for evaluation as it remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of the intraocular lens (model pcb00), the haptic was stuck. Reportedly, the lens was implanted anyway. A vitrectomy was required because of zonular disinsertion. No further information was provided.